Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included a review of the error logs and direct communication with the customer to address repeated faults for the ergo lift (foot tray) on the da vinci 5 system. The customer was advised to check for obstructions and perform a hard power cycle, but the error persisted. The field service engineer coordinated with the customer to schedule service and ensure the system was set up appropriately for use.

Event description:
It was reported that during case setup for an adrenalectomy using the da vinci 5 system, repeated faults were observed for the ergo lift (foot tray). The customer attempted to recover from the faults but was unsuccessful, and contacted technical support for assistance. Technical support guided the customer to check for obstructions around the foot tray and to perform a hard power cycle of the console, but the error persisted. The customer indicated that before disabling the ergo, they would consult with the surgeon to confirm if the console position was acceptable. The procedure was completed as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380763-35 vertical motor module and pn: 658440-10 mceb cfg to resolve the issue. These units were returned for failure analysis. Failure analysis did not replicate the reported issue on mceb board. However, failure analysis confirmed and replicated the reported issue on the motor module. A visual inspection was performed, and it was found that the motor connector pin is damaged, which is attributed to the reported complaint.